Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device diagnosed noise on the rv channel as ventricular tachycardia. The device was explanted and replaced. The patient was stable post procedure.